Event description:
It was reported that the patient had generator and lead replacement due to battery depletion, with no reason given for the lead replacement. The surgeon then reported that the vns was implanted on the right side with a new electrode as there had been repeated infections on the left side in previous surgeries and electrode damage. MFR report #1644487-2021-00385 contains the report of infection. The explanted device has not been received for analysis to date. No other relevant information has been received to date.